Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings and stated that it may be due to the fact that when her reservoir is low there may be air bubbles. Customer's current blood glucose reading is 326 and has treated with the insulin pump. Customer declined any troubleshooting. No further information reported.